Event description:
On 4/9/2025, a sales representative reported via phone that an ar-2372blo knotless ac tightrope open repair implant had an issue after use in an ac joint reduction procedure. The patient had a successful ac joint reduction in the right shoulder on (B)(6) 2025. X-rays were taken afterward, showing the reduction as complete. The patient returned to the surgeon¿s office two weeks later, did not specify that an event or injury had occurred, reported pain, and noticed that the bone was out of place. X-rays were taken and showed that it was no longer reduced. The implant looked intact and in place, but the tightrope sutures seemed to have failed. Additional surgery has not been scheduled at this time, but the surgeon asked the patient for another follow-up appointment in the future to determine if additional surgery or a revision would be necessary. Additional information has been requested. On 4/23/2025, the sales representative stated via email that the surgeon had sent the patient to another surgeon.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is a patient-specific event. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.